Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that with the battery devices connected, the device had no power output. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a right tibial plateau leveling osteotomy (tplo) surgical procedure, it was observed that the casing device was not supplying power with a fully charged battery device. There was a three minute delay to the surgical procedure. An identical spare device was available for use. There was no human patient involvement as the device was used in a veterinary procedure. It was reported that the patient's outcome post-surgical procedure was an uneventful recovery/appropriate progress for that short time period. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.